Event description:
It was reported that during a carotid artery stenting treatment procedure, a pinhole balloon occurred. Vascular access was obtained via the common femoral artery. The 12.5% stenosed, approximately 7mm in length was located in the mildly tortuous and calcified distal internal carotid artery (ica). This 3.0 x 20/135 sterling balloon catheter was selected was advanced to the lesion for pre-dilation. On inflation, the physician found that there was a "micro pore" on the balloon and contrast leaked out from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: a magnified examination of the returned complaint device revealed no damage or irregularities. A .018" guidewire was inserted into the tip and advanced through the lumen. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated in 2 seconds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a carotid artery stenting treatment procedure, a pinhole balloon occurred. Vascular access was obtained via the common femoral artery. The 12.5% stenosed, approximately 7mm in length was located in the mildly tortuous and calcified distal internal carotid artery (ica). This 3.0 x 20/135 sterling balloon catheter was selected was advanced to the lesion for pre-dilation. On inflation, the physician found that there was a "micro pore" on the balloon and contrast leaked out from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable